Manufacturer narrative:
An external, visual inspection of the returned cycler exterior showed sign of physical damage; the catch post did not align with the cassette door. The catch port had to be aligned in production. The lcd screen was also out of specification; the lcd screen was recalibrated. A simulated treatment was performed and completed without any problems occurring. The reported complaint symptom was not reproduced during testing. System air leak and valve actuation tests both passed. A voltage check was performed, and failed. The voltage was recalibrated to within specification. The load cell value and verification was within tolerance. A temperature calibration at ambient temperature test was also performed, and passed. The patient sensor calibration check passed. There were no internal, visual discrepancies found in the inspection of the received cycler unit. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis patient reported having drain issues and was diagnosed with an infection. The peritoneal dialysis (pd) nurse confirmed that the patient complained of abdominal cramping and was diagnosed with peritonitis following a culture of the patient¿s effluent on (B)(6) 2016 that tested positive for staphylococcus epidermis. The pd nurse associated the diagnosis of peritonitis with touch contamination. The patient was treated with gentamycin and vancomycin and recovered with no further issues. The patient was not hospitalized.

Manufacturer narrative:
(B)(4) - there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
The peritoneal dialysis patient reported having drain issues and was diagnosed with an infection. The peritoneal dialysis (pd) nurse confirmed that the patient complained of abdominal cramping and was diagnosed with peritonitis following a culture of the patient¿s effluent on (B)(6) 2016 that tested positive for staphylococcus epidermis. The pd nurse associated the diagnosis of peritonitis with touch contamination. The patient was treated with gentamycin and vancomycin and recovered with no further issues. The patient was not hospitalized.